Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's pump was turned off on (B)(6) 2016, but they were still alive on medical management only. The hardware was retained and the driveline was buried in the operating room (or) on (B)(6) 2019. It was reported that the patient's pump completely thrombosed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of thrombus could not be confirmed. The center reported that the patient¿s pump was shut off on (B)(6) 2016 after it became completely thrombosed. On (B)(6) 2019, the pump driveline was buried in the patient. No further information was available. The patient remains ongoing and continues to be medically managed. Should the device become available, this file may be re-opened and the device will be evaluated. Heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also provides information on anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.